Manufacturer narrative:
(B)(4). The field service representative (fsr) could not verify the display blinking. A loaner pump was installed. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump kept flashing. As a result, controls on the central control monitor (ccm) were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during cpb the perfusionist (ccp) had an incident with the four inch roller head on the advanced perfusion system 1 (aps1) where the local display kept flashing. The ccp was able to set the desired flow rate using the ccm touch screen and the local knob to controller, and was able to finish the procedure using the roller head. The incident did not delay the surgical procedure, and the patient was weaned from cpb without issue. There was no blood loss, and no harm was observed.

Manufacturer narrative:
Per data log analysis, only the pump log was provided. There is no indication of a problem in the pump log. It is possible the display had an issue that does not cause any additional logging. During laboratory analysis, the product surveillance technician (pst) observed no flashing of the display. Over four days of testing and running the pump, the display operated as intended. Testing included functional testing, cold chamber testing, internal power cable inspection and agitation testing, circuit board inspection, and small display assembly inspection, inlcuding electrical testing.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt replaced the small display assembly as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.